Event description:
It was reported that the insulin pump had unresponsive buttons. Blood glucose reading was 140 mg/dl. The insulin pump was not dropped or exposed to moisture. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had corroded keypad traces. All buttons functioned properly. During visual inspection insulin pump had a cracked reservoir tube lip, minor scratches on display window, missing end cap sticker and cracked case near display window corners.